Manufacturer narrative:
Apoc incident # (B)(6). The investigation was completed on (B)(6) 2020. A review of the device history record confirmed the lot passed finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Ad, appendix 1- product complaint level 2 and level 3 investigation procedure. Returned cartridge testing met the acceptance criterion for suppressed results but the sample size was too small to assess points outside total allowable error (ea). No deficiency has been identified.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2020, abbott point of care was contacted by a customer regarding I-stat e3+ cartridges that yielded a suspected discrepant hematocrit results of <15 % pcv on a (B)(6) year old male patient. There was no additional patient information available at the time of this report. Return product is available for investigation. (B)(6). Test and collection times not provided. Per I-stat system manual art: (B)(4): this result is dependent on another test that has been flagged (< >). If a sodium result is displayed as >180, the calculations for potassium, chloride, bun/urea and hematocrit, which depend upon the sodium measurement, will be flagged < >. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.